Manufacturer narrative:
Continuation of d10: product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that when they met with the patient the battery was fully charged. They tried to connect but was unsuccessful so they disabled and enabled the device six times but still couldn't connect with their tablet. When using the patient controller, it would lose connection and turn stimulation off by itself. When trying to raise intensities they would be in the middle of a change and the controller would lose connection and when they connected again none of the changes were saved. The battery drained to 80% in 1-2 minutes of being on. At a later meeting the implant was put into MRI mode with the controller and interrogated successful with the clinical app. MRI mode was disabled and they attempted to measure impedances but during the check they would get to 13 and then get no device response message then searching for communicator then no device found. They exited the workflow and tried the same steps and got the same result. However, all patient system and programming info was intact in the clinical app. The implant was going to be replaced since there were continued issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-dec-05: additional information was received from a manufacturer representative (rep). The rep reported that they met with pt today because pt had been having some issues with how quickly their ins depleted and rep. Thought there may be some impedance issues causing the quick depletion of their ins. Pt said they had met with a different rep. About this issue and the other rep. Had turned off one of their programs in group a to see if that would resolve the issue. Issue was not resolved. The other rep. Had noted elevated impedances on contact 3 during their meeting with pt. Interrogation of clinician tablet and ins worked during that previous meeting. Pt said they started noticing some funky issues with their ins after an MRI. Pt said issues started after MRI(brain MRI). Rep. Said the pt used to charge the ins every 2-3 days, but had noticed they had to charge every few hours now. Pt just charged this morning at 7am to 100% and now, the ins was already down to 80%. Ins was depleting much quicker than normal. During the session today the rep. Said they connected to the ins with the pt controller just fine. When they connected, the ins was charged at 80% and the controller was charged at 50%. Rep. Then tried to connect to the ins with the clinician tablet, but got no device response screen. Rep. Would get the select the device screen(confirmed correct serial number) and then got the communication in progress screen which would increment up to 100 and then promptly display the "no device response" screen. After about 30 seconds on the no device response screen, the screen would switch to the searching for communicator screen, like the communicator had become unpaired from tablet. Rep. Then would restart the process, but got the same result. Rep. Tried two different tablets and two different communicators, but got the same result each time. During the call, issue was reproduced on each of the tablets and a third tablet and communicator were tried, but issue persisted. App update was needed on one tablet, but issue persisted even after app. Update. Rep. Then tried to remove batteries from communicator and restart tablet, but issue persisted. Rep. Took the battery pack out of controller and tried to enable and re-enable the ins using tech mode, but issue persisted even when the battery pack was out of the controller and the aaa batteries were taken out of all other communicators in the room (all other tablets were also turned off). Rep. Said they also noticed something strange with the stimulation turning on/off by itself between interrogations. Rep. Turned therapy on with the controller and then locked the controller, went through the process of trying to connect the tablet, got no device response, and then connected the controller again and found the stimulation was turned off even though the stimulation was on when the rep. Had last locked the controller. Pt only had group a and no other groups. Rep. Successfully charged the ins during the call and ins charged excellent without issue. Ins incremented from 70-80% on call. Rep. Tried to communicate with the ins with tablet both with the communicator cord plugged in and with the cord unplugged, but still the issue persisted(no device response followed by searching for communicator). At one time during the call, the screens would loop between the "select the device" screen back to the "find device" screen and then back to select the device screen up to 7 times before moving to communication in progress screen and then rep. Got no device response when number reached 100 on communication in progress screen. Rep. Even got "another pt app. Communicating with device" screen, but when all tablets and communicators besides the one being used were turned off, screen disappeared, but the no device response screen persisted. Rep. Tried to cycle bluetooth on and off and tried to connect with wifi turned off on tablet, but issue persisted. On the bluetooth menu, rep. Said the menu showed 30 ens' connected(rep. Confirmed these were all recent trial ens'). Pt said the ins took an abnormally long time to charge last night. Pt said they fell in the fall on their face, but did not know of any trauma directly to implant site. No pain at implant site or changes in therapy reported after fall. Pt said they had their therapy off a lot in the past months since because they had a hard time keeping the ins charged because it drained so quickly. Rep. Said the pt reported some issues with the paddle and the controller inconsistently connecting to ins since date of MRI. Issue was not resolved on call. Rep. Was emailed to retrieve log files. The issue was not resolved. Rep. Will call back or email case with any updates. Rep. Will also try to charge ins to 100% and then try to interrogate with tablet again. 2023-dec-12: additional information was received from a manufacturer representative (rep). The rep reported that ¿higher¿ impedances were observed on 10/19, but were within range. Attempted to reprogram around those impedances as a prophylactic measure. The focus of our discussions with this patient has been on recharging education. Cause is not known however the paddle is 20 years old. 2023-dec-20: additional information was received from a manufacturer representative (rep). The rep reported that they were walked through disabling the device, but we only did it once. We can meet with the patient and try this again. The patient is getting pretty frustrated because they are having to charge their device multiple times a day (due to a possible impedance issue that we are trying to resolve, but are unable to interrogate). Patient has pretty much had their battery off for a month now since the issue started. Rep states the patient told her they are ok to have a whole new scs system, if needed. Rep states that a rep plans to meet with the patient and will try to connect with their device outside of the original building.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had an episode last week where they were admitted to the ER. They didn't even know what was wrong with them. They thought it was viral meningitis so they spent a week in the hospital and they were running all kinds of tests. They did a spinal tap, they did 2 other tests to see where the paddle was and those were cat scans. When they did the cat scans they had to shut down the neurostimulator. Since then they have had zero luck trying to get this thing going. Patient stated they have a temporary machine on them that is giving them 24 hour medication so they have to tend to this with their spouse. Patient and their spouse have tried calling medtronic as far as people trying to do stuff over the phone and they are just having no luck with it whatsoever right now. Patient said the implant was perfect up until last week. The last thing they were thinking of was running the equipment in their back except for when they did cat scans and they had to go through shutdown mode and they were unconscious so they couldn't keep up to date on it. Patient also mentioned the controller battery ran completely dead in both units and now one of them cannot be reached and rebooted and the battery just died. Patient mentioned they charge the implant every two days and now will deplete in hours. Patient services (pss) had a hard time understanding the exact issue whether this was the ins or the controller and pt stated they were assuming the implant. Pss advised to reset and after reset confirmed blinking green light and pss advised to charge and pt seeing no device found. Patient put battery back in and got recharging not available, cannot continue, install medtronic battery pack and try again. Patient confirmed there is no damage to the pins in the controller or the battery pack. The issue was not resolved through troubleshooting. An email was sent to the repair department. Pss sent email to the mdt rep.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that the patient experienced a series of MRI scans. He reports post MRI scans that his battery would not hold a charge or was providing therapeutic effect as it had prior to these events. The patient underwent a lead and battery revision. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2024-09-20 14:04:35 cst, pli#: 20, product ID#: 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID 748940, serial# (B)(6). H3. Analysis identified that the insulation on the extension was cut; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Product type extension product ID 748940, serial# (B)(6). H3. Analysis found that conductor 0 was broken at 22cm from distal end. Product type: extension, product ID: 3550-29, serial#: unknown. H3. Analysis found that the returned device passed all testing in the laboratory and no anomalies were identified. Product type: accessory, product ID: 3998, lot#: la4538, serial#: (B)(6). H3. Analysis identified that the 7 conductor(s) was/were broken in the distal end of the lead. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Product type: lead, product ID: 74002, serial#: unknown. Product type: adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4) :analysis information -- 2024-09-20 14:04:35, cst pli# 20 ,product ID# 97715 continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 7 48940, serial# (B)(6), implanted: (B)(6) 2003, product type extension product ID 748940, serial# (B)(6), implanted: (B)(6) 2003, product type extension product ID 3550-29, serial# unknown, product type accessory product ID 3998, lot# la4538, serial# (B)(6), product type lead product ID 74002, serial# unknown, product type adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.